Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine via an implantable pump. On (B)(6) 2022, it was reported that the patient's pump experienced a motor stall following an MRI. The patient reportedly received an MRI on (B)(6) 2022 but didn't understand that they had to the pump checked afterwards. The patient went home instead of returning to the pain center. On the morning of (B)(6) 2022, the patient's pain symptoms increased. They tried to do a bolus with the patient programmer and an alarm indicated that the motor of the pump had stalled. The patient reportedly tried to do another bolus and it seems that the motor of the pump recovered. The patient went to the pain center and the patient's pump logs were read. The logs indicated that the motor stalled on (B)(6) 2022 at 1:20 pm and recovered on (B)(6) 2022 at 8:36 am (approximately 20 hours later). It was reported that the patient was fine and the issue was considered resolved. The patient's status was listed as "alive - no injury". Additional information was received via a company representative on (B)(6) 2022. It was indicated that a mistake was made regarding the initially reported pump implant date. The pump was not implanted on (B)(6) 2022. The date of implant was unknown to the company representative. Additional information was received via a company representative on (B)(6) 2022. The pump was implanted on (B)(6) 2016.